Manufacturer narrative:
Batch review performed on 01-mar-2023 lot 187565: (B)(4) items manufactured and released on 18-nov-2018. Expiration date: 2023-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 months after the system was implanted, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.